Event description:
Customer reported via phone, the buttons on the insulin pump were not working and it alarmed button error. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed and customer mentioned she tuck the device into her shirt and does not think it was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.